Manufacturer narrative:
Eval summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Pain in left knee radiates down to mid-calf (arthralgia). Case description: spontaneous report received on (B)(6) 2010 from a (B)(6) female pt, initials (B)(6). The pt had a history of osteoarthritis and previous treatment with synvisc-one in her right knee in (B)(6) 2010. The pt experienced pain in the left knee after receiving synvisc-one in her left knee. On (B)(6) 2010, the pt received one synvisc-one injection into the left knee. After receiving synvisc-one, the pt started experiencing pain in the left knee that radiated down to mid-calf which continued at the time of this report. The pt received a cortisone injection into the left knee on (B)(6) 2010, arthrotec and had to use a cane. At the time of this report, the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of synvisc one is not affected by this report.